Event description:
The manufacturer representative (rep) reported that the patient's implantable neurostimulator (ins) was overdischarged. The ins was tilted in the pocket and they were unable to make a good connection, so the patient stopped charging the ins. X-rays were taken and the ins was in the correct position. The ins was located near where the patient's pants were, so the pants seemed to push the ins out. After two attempts, the rep was able to perform a forced recharge. This resolved the issue. No surgical intervention had occurred, nor was it planned. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.